Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Customer milked the finger and contaminated the blood with alcohol. The pre-analytical errors in finger stick may contribute to inaccurate or unexpected inr results, as indicated on technical bulletin 107. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 05/03/10; inratio: >7.5; reference: 4.1; mean: 5.80. Tests are performed within an hour lapse between two readings. A 6.7 and 6.9 inr are excluded from comparison test since time of test exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The inratio >7.5 and comparative system less than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Previous investigation on strip lot #221728 met the criteria for accuracy. No further investigation will be pursued. Investigation results: accuracy - see scanned table. The allowable difference between the inratio and sysmex inrs are calculated. At least two out of three replicates for both samples for strip lot 221728 are within the allowable bias. No discrepant results are produced on inratio meters. These meet the above criteria, and then no further action is required. Conclusion: data analysis revealed inrs reported by end user didn't meet accuracy criteria. Using repetitive pressure to collect the sample and alcohol contamination in sample may cause inaccurate inratio test results. Accuracy test in a previous case resulted in variances within ranges of accuracy criteria. As of 05/24/2010, 25 discrepant result complaints were reported for lot #221728 yielding a complaint rate of 0.010%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted.